Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: electrical/electronic component problem of the insertion part a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the insertion part. The insertion part is electrical/electronic component problem, but the cause of the insertion part failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had an abnormal image that result is a purple color. There were no reports of patient harm.